Event description:
It was reported that about eight days post implantation during a routine follow up visit, x ray imaging was done, and this right ventricular (rv) lead appeared to have perforated. A lead revision was performed, and the rv lead was explanted. No additional adverse patient effects were reported.